Event description:
The user has no hearing response.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing response. It has been reported that the electrode is outside of the cochlea. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Re-implantation was carried out, but the device has not been received for investigational purposes yet.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. This is a final report.

Event description:
The user has no hearing response. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Reimplantation surgery is considered but no date has been scheduled yet.

Event description:
The user has no hearing response. It has been reported that the electrode is outside of the cochlea. Reimplantation is considered, but no date has been scheduled yet.